Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported getting system problem rm04 when trying to charge the implant. Patient stated they reset the controller and that did not resolve the issue; patient followed up saying that they are unable to charge their implant. Agent walked patient through a controller reset; patient reported that the controller powered back on and said data has been lost. Patient reset the date and time on the controller. Patient made a joke about how their implant moves around and does not stay in the same spot when agent had the patient start a charge session. Patient then connected recharger and confirmed recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. Patient reported the cause of the implant moving around/does not stay in the same spot is they are skinny and don't have any fat to hook it to. Patient noted no steps would be taken to address the issue, because it works.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.